Manufacturer narrative:
We received one sample for evaluation that was already activated. The root cause was determined to be incomplete top seal. A review of the device history record was completed on the reported lot number, v3a162. The lot was found to have been manufactured and released to predetermined specifications and no anomalies were found during review of the records. Cardinal health will continue to monitor complaint trends for this reported issue.

Event description:
Customer reported an issue with a hot pack where a dad squeezed it and the contents squirted from the top of the package shooting out onto him. No injury reported and no demographics provided.